Event description:
It was reported that the non-device dependent patient presented with a swelled pocket due to scar tissue. Vegetation on the right ventricular lead was observed. A laser was used to extract the lead, and during the procedure, it fell apart. The physician used a snare to remove the pieces of the lead but was unable to retrieve the lead tip, which is still attached to the right ventricle. The remaining portions of the lead was capped on (B)(6) 2017. The patient was stable before, during and after the procedure.

Event description:
Follow-up information on (B)(6) 2017. During the procedure part of the right ventricular lead was extracted and capped on (B)(6) 2017.